Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for less than 10 colony forming units (cfus) of pseudomonas aeruginosa. The scope retested positive again for 60 cfus of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated information was added to h3 and h6. Correction to d8. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation, and the lm final investigation. The lm reviewed the customer provided cds processes and could not find information to judge deviation from IFU. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation, the root cause could not be determined. It is highly possible that reprocessing was conducted insufficiently. The instruction for use (IFU) warns of insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. Olympus will continue to monitor field performance for this device.